Event description:
It was reported that, after a right revision knee replacement surgery, performed on (B)(6) 2025, the patient requested detailed technical information regarding the specific metallurgical alloy used in the implanted components, due to documented sensitivities to nickel, cobalt, vanadium, palladium, and potassium dichromate, as well as being a poor metabolizer of certain medications. The patient has experienced persistent inflammation at the surgical site, which was assessed by a dermatologist and determined to be not cutaneous, indicating a deep-tissue response to the internal hardware. On MRI performed on (B)(6) 2026, there was moderate volume knee joint effusion with diffuse synovial hypertrophy, associated with surrounding soft tissue oedema and multifocal areas of low signal within the synovium. Additionally, CT imaging in (B)(6) 2026, demonstrated a prominent area of irregular periprosthetic lucency and multifocal periprosthetic debris, correlating with the MRI findings. The patient developed a painful mechanical point on rotation, resulting in cessation of exercise and progression to dependence on crutches for mobility. Overall, the patient is experiencing a rapid functional decline, with a current quality of life reported as significantly worse than prior to the surgery.

Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.